Event description:
It was reported that this patient experienced an inappropriate shock due to oversensing of noise. It was noted that there has been a pocket change due to weight loss and the patient has to move the device himself to get it back in position. X-ray confirmed the terminal pin is fully inserted in the header; however, it could be loose. A revision procedure was performed and this system was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 10.5 from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited surface damage. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 10.5 from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited surface damage. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient experienced an inappropriate shock due to oversensing of noise. It was noted that there has been a pocket change due to weight loss and the patient has to move the device himself to get it back in position. X-ray confirmed the terminal pin is fully inserted in the header; however, it could be loose. A revision procedure was performed and this system was removed from service and replaced. No adverse patient effects were reported.